Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the base of the electric shock plate turns black. There was no reported patient involvement.

Manufacturer narrative:
This report is based on information provided by a philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl+ defibrillator indicating that the base of the electric shock plate turned black. The fse evaluated the device at the customer site and determined that the base of the electric shock plate turned black due to a malfunction of the shock pad. After changing and cleaning the shock pad, the device was returned to full functionality. Based on the information available and the testing conducted, the reported problem was determined to be due to a malfunction of the shock pad. The root cause of which could not be determined. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. After changing and cleaning the shock pad, the reported problem was resolved. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened for reassessment.